Event description:
Customer reports to have physical damage of insulin pump. Customer reports that reservoir compartment was damaged. Customer reports that plastic above the o-ring was broken and the o-ring fell out. Customer does not know how damage occurred. Customer's blood glucose was 206 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Unit had cracked lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, broken reservoir tube lip, missing o-ring (reservoir tube) and cracked case at reservoir tube window corners.